Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a tear in inner packaging containing oxford tibial tray.

Manufacturer narrative:
(B)(4). Reported event was confirmed by the visual inspection of the packaging and photographs provided. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
T was reported that there was a tear in inner packaging containing oxford tibial tray.